Event description:
Information received by medtronic indicated that a patient had a phrenic nerve injury post cryoablation procedure performed in (B)(6) 2013. In (B)(6) 2013, the patient saw physician for a second opinion as the phrenic nerve injury had not yet recovered.

Event description:
Information received by medtronic indicated that a patient had a phrenic nerve injury post cryoablation procedure performed on (B)(6) 2013. In (B)(6) 2013, the patient saw physician for a second opinion as the phrenic nerve injury had not yet recovered.

Manufacturer narrative:
The device was not returned for investigation. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.